Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over or under delivery anomaly noted during testing. The unexpected bolus anomaly was not specified in the customer notes. Unable to verify unexpected bolus anomaly. Device was programmed with multiple test boluses. All boluses delivered properly and were listed in the device daily history screen. Device was also monitored for two days. No unexpected bolus delivery anomaly noted. Device had scratched case, stained keypad overlay, pillowing keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a low blood glucose of 45 mg/dl. The customer experienced dizziness, sweatiness, and cloudy vision. Paramedics arrived on scene and treated with food. The caller believed that the insulin pump over delivered as the insulin pump was delivering boluses that were not programmed. Additionally, the customer also experienced a 45 mg/dl blood glucose value five minutes prior to the call. The customer was treated with food. By the end of the call, the customer's blood glucose had increased to 67 mg/dl. During troubleshooting, the insulin pump programming was inaccurate. The remote bolus option was activated, however, the caller stated that the customer never uses that option. The customer had a low of 34 mg/dl the previous day. The insulin pump will be returned for analysis.